Event description:
Information was received based on review of a journal article titled, "the anatomical graduated component total knee replacement¿ which examined the twenty (20) year survival rate of the cemented agc total knee replacement. The study was conducted over a period of twenty years and followed thirty-six knees that were implanted between 1983 and 2004. The knee society score (kss) knee and function scores had statistically significant improvement in all variables. The journal article reports that overall survival at 20 years was 97.8% with revision of the tibial or femoral component as the endpoint. Survival rate at 20 years for the tibial component was 98.3% and for the femoral component 99.4%. No implants were revised for polyethylene wear or osteolysis, only loosening. The article concluded that the authors attribute the success of the agc implant to its relatively unconstrained articular geometry and the durability of a non-modular metal-backed tibial component with compression molded polyethylene.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by m. A. Ritter from center for hip & knee surgery, mooresville, USA ; the journal of bone and joint surgery(br), vol. 91-b, no. 6, june 2009. 510k number - unknown. Manufacture date ¿ unknown.